Manufacturer narrative:
The device was not returned and no evaluation was performed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.